Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a physician on (B)(6) 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (local reference (B)(4)). This case involves a (B)(6) female patient who was treated with poly-l-lactic acid (sculptra) in (B)(6) 2008 and again in (B)(6) 2008 for an unspecified indication. Diluents used were 5ml sterile water and 1ml 2% xylocaine. The sites of injection were hollow cheeks, nasogenial furrows, nasolabial folds, and jaw line. The product lot numbers were a7018 for both treatments. The physician reported that he had noticed split-pea-sized lumps around (B)(6) 2010 that was 2 years after the treatment. The physician also noticed that the patient developed numerous small palpable nodules in distribution of poly-l-lactic acid injections sites i.e. Cheeks and along the jaw line on (B)(6) 2010. The patient was treated with doxycycline for 6 weeks. It was reported that the patient was fit and well with no history of allergy and adverse response to other drugs. The outcome was reported as minimal change in the nodules. Significant/relevant medical history: not reported. Relevant concomitant medications: none. Action taken: not applicable. Outcome - not recovered/not resolved.